Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, reflux, and preimplantation testing. However, it did not meet the requirements for pressure flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak due to multiple tears in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that occlusion occurred frequently for the patient. The device was replaced and there was no patient impact.